Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high capture threshold, low pacing impedance, and no sensing on the right ventricle (rv) lead. No changes or interventions were reported. The patient's condition was not known.